Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. During an onsite visit the tm (territory manager) replaced a sensor and sensor board and successfully completed system verification to specification. The sample was received. Review of the logfiles of the related system can confirm energy too high errors. Review of the non-conformance shows the issue is already known and addressed and investigation will be performed under this non-conformance. However, the root cause could not be identified conclusively. Most possible root cause for the reported error was determined to be a faulty label on sensor. Label is sporadically placed incorrectly on sensor and conductive layer (building a conductive path) may lead to intermittent negative impact of the sensor measurement. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center manager reported an energy too high error message displayed during a laser procedure. The laser stopped with four seconds remaining. Additional information requested.